Event description:
Per the clinic, the device was explanted on (B)(6) 2020 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Pthis report is submitted on may 28, 2020.

Manufacturer narrative:
This report is submitted on may 1, 2020.

Event description:
Per the clinic, the patient experienced no sound when using the device. Reprogramming attempts were made; however, the issue could not be resolved.

Manufacturer narrative:
The date of awareness was 7 april 2020. This report is submitted on may 1, 2020.

Event description:
The date of awareness was 7 april 2020.